Event description:
It was reported that 3 bushings on a 4-level 68mm swift cervical plate pulled out during attempted screw insertion. The sales rep was not in the case at the time of the event. Surgeon completed the case using a competitive product. Product was returned for eval and new info confirmed that the event resulted in a delay in excess of 30-min. Due to the delay an MDR is being filed to document this event. The issue did not result in any adverse pt consequence.

Manufacturer narrative:
Plate was returned with one screw in place and one bushing missing. Eval of dimensions that could be inspected were found to meet specification. Attempted to recreate the problem in bone block, but was not able to recreate the failure mode. A review of the device history records (DHR) found no discrepancies. No conclusions can be made. This was the surgeon's first case with the system. Issue may be attributable to system familiarity, and surgeon learning curve.